Manufacturer narrative:
Other, other text: no product was available for investigation.

Event description:
It was reported that a patient hospitalized for removal of cerebellopontine angle teratoma. After surgery patient needed a trach. Leaking cuff observed at tubing change (inflation air volume 1.6ml instead of the 2ml). Action: tube change. Clinical consequence: risks of presence of eppi in lungs. No further adverse patient effects were reported.